Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via email to ms&s that the reporter has allegedly received several allergy consults concerning allergic reactions at the time of PICC line insertion. Reporter not able to elucidate other triggers for the reaction other than the alleged PICC line itself. Reporter asks if it is possible to obtain testing materials for your brand of PICC to look at this further. On (B)(6) 2019 - per the allergist, event occurred on two patient's. The piccs were immediately removed from the patients. The allergist tested for chlorhexidine allergy on both patient's and it was negative. No additional information available at this time. This report addresses the second patient.